Manufacturer narrative:
(B)(4). Investigation summary: it was reported breakage needle. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code v347h. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture were observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot ppbdj7q0 is invalid. What is the correct lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(6) date sent to the FDA: 09/29/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device v347h; ppbdjzq0 number, and no non-conformances related to the reported complaint condition were identified additional information was requested and the following was obtained: lot involved is ppbdjzq0 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: is the needle piece retained in the patient? If yes, please explain. How was the needle retrieved from the patient? Was there any adverse consequence associated with the patient? No. Please provide procedure date: (B)(6) 2020. Please provide lot number: ppbdj7q0. Status of product return / follow up: the product is available but now it still at the hospital site. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.